Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure of the screen displaying noise was confirmed, while the no image was not confirmed. A root cause could not be identified. Based on the investigation results, the reported malfunction no image could not be identified; however, the ultrasound plug (u plug) unit was found to be defective, causing the screen to display noise. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a noisy screen with no image. The issue occurred during inspection for use. There was no patient involvement.